Event description:
General report received of documented incidences of tubing ruptures during power injections of contrast. The reporter states that during injections of 3.5cc's of contrast via power injector the tubing "ruptures." One pt had a small amount of blood loss. No IV sites have been lost. The same tubing is used on inpatients and outpatients. The incidents have occurred only on outpatients. No report of adverse pt effect. Additional pt info was requested, but no further info was available.